Event description:
It was reported that the surgeon was using the pcl retro guides and a 12mm flipcutter to drill the pcl sockets. While drilling the femoral pcl socket, the flipcutter blade broke off and the step drill sleeve backed out and a hole was made in the cortex. There were 2 pieces of the flipcutter blade that had to be retrieved and removed from the joint. The same hole was used but instead of a tightrope, the surgeon switched to a 10x23mm peek interference screw (part and lot unknown) for the pcl femoral fixation.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.